Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of hi (greater than 600 mg/dl), 504 mg/dl and 232 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated that at another time, the customer obtained results of 358 mg/dl, 70 mg/dl, and 69 mg/dl back to back within 10 minutes on the same advantage system. Reporter stated that with the second set of comparisons the customer felt hypoglycemic symptoms and self-treated with the juice, sugar, and cereal that she gave him. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.